Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) was extremely stiff and appeared stuck. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow slowed and the indicator window turned solid black. When the button was pressed, it would not depress at all, and no red color was observed in the indicator window during retraction. Excess force was applied to attempt deployment, but the button never deployed the sealant. The physician was certified in the use of the exoseal vcd. The device and packaging showed no visible damage and were stored and prepared according to the instructions for use. Femoral artery suitability and vessel diameter (=5 mm) were verified by angiography with an insertion angle between 30° and 45°, and no calcification, plaque, tortuosity, stenosis, nearby stent, or pre-existing access site complications were noted. Hemostasis was achieved by manual compression. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) was extremely stiff and appeared stuck. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow slowed and the indicator window turned solid black. When the button was pressed, it would not depress at all, and no red color was observed in the indicator window during retraction. Excess force was applied to attempt deployment, but the button never deployed the sealant. The physician was certified in the use of the exoseal vcd. The device and packaging showed no visible damage and were stored and prepared according to the instructions for use. Femoral artery suitability and vessel diameter (=5 mm) were verified by angiography with an insertion angle between 30° and 45°, and no calcification, plaque, tortuosity, stenosis, nearby stent, or pre-existing access site complications were noted. Hemostasis was achieved by manual compression. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever received fully depressed, while the guard was not locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. Since the guard was not locked, an attempt to lock the guard was successfully performed; however, the functional deployment simulation evaluation could not be performed, as the device was already fully deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was received fully depressed and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.